Manufacturer narrative:
The product implicated and rec'd for eval is a 8fr s/1 catheter w/antimicrobial cuff. The catheter is rec'd in two segments. Both segments are approx 8fr. The proximal segment includes both the tissue ingrowth cuff and antimicrobial cuff, and has a yellow blunt connector inserted in the proximal end of the tubing. The distal end of this segment appears flattened and broken. There are two depth markers (3 and 4 dots) present distal to the tissue ingrowth cuff. The segment is severed 0.8" distal to the 15cm (dots) depth marker. The overall length of this segment is 15.5". The segment has several permanent bends along its length. The tubing curves toward the broken distal end. There is a dark blood clot inside the lumen at the distal end. Light tan-gold residue is seen intermittently inside the remaining length of the lumen. There is light tan-colored tissue residue on the tissue ingrowth cuff. The antimicrobial cuff organic material is missing from its silicone base. Instead, adhesive residue is seen, indicating that the cuff was initially bonded and has been absorbed by the pt's tissue, as intended. The distal catheter segment includes the valve and tip and measures 5.1" long. It appears flattened and broken at the severed proximal end. The tubing curves toward the break. Most of the lumen is filled with dark blood residue. There are two depth markers present (1 and 2 dots). A history review of lot #36eg5167 shows no mfg issues, and one other complaint reported for this lot as a subcutaneous break. This other complaint was related to a break at the cuff during catheter removal which resulted from user error. Notes in the file indicated that the port was in the pt for approx 6 mos when the catheter was suspected of subcutaneous rupture upon infusion of saline. An x-ray w/dye study showed a fragment of catheter in the pt's heart. The fragment was snared out, and the remaining catheter was removed and replaced. The initial eval and decontamination shows that both the proximal and distal catheter segments were rec'd with blood residue inside, but were patent to flushing. This is a risk against which the MFR warns the user in its instructions for use. The instructions for use states, "the catheter should not be inserted into the subclavian vein medially, because such placement can lead to compression of the catheter between the first rib and clavicle, which can cause damage and even severance of the catheter." The subcutaneous breakage of the catheter is confirmed. It should be recorded as user-related, since the catheter tubing appears to have broken due to clavicle compression resulting from the medial insertion of the catheter in the subclavian vein.

Event description:
During infusion of saline on 3/8/97, the catheter ruptured. An x-ray & dye study were done which showed a piece of catheter to be in the heart. The fragment was snared out via the femoral artery. The remaining catheter was removed and replaced.